Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the vessel next to the pulmonary artery on a laparoscopic lobectomy, the physician clamped down and fired on a vessel and everything was fine but blood started going everywhere as he opened the jaws of the stapler. It was hard to tell where the leak occurred but it happened as soon as the stapler was opened. This resulted to extended surgical time. A vessel tore open and physician clamped down on vessel then sutured it. A blood transfusion was also needed to complete the case.